Event description:
It was reported the device doesn't work , makes strips of skin instead of an even slice. The event timing was outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is in complete. To date no additional information or product has been received.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country: netherlands. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information.